Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned device found the device was not cracked or fractured. There was just some wear seen on the device. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial partial knee procedure, the provisional fractured during extraction. Attempts to obtain additional information have been made; however, no more is available at this time.